Event description:
A pt was presenteed as a (cardiac arrest), cardiopulmonary resuscitation in progress. Attempted to pace pt into viable rhythm and were unable to do so due to a possible equipment malfunction. Delayed treatment of the pt was reported as a result of the alleged malfunction.